Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker pkr knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Conversion of pkr to total knee - right.